Event description:
The patient had two leads (from the same lot). It was reported the patient had fallen. Afterwards, the patient lost adequate coverage. Reprogramming was unsuccessful. X-rays revealed one of the leads had migrated. As a result, both leads were explanted and replaced with a single lead (different model). The replacement lead resolved the patient's issue. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.